Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms number 617147. Manufacturing device history record review was not applicable or relevant because no product was returned; and thus, an investigation could not be performed. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: g3 report source and h6 patient code

Event description:
The reporter stated that the device stopped delivery and gave an alarm. The patient changed their infusion pump with no interruption in therapy. No adverse effects to patient reported.